Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited a failure to be interrogated via radiofrequency. The device was reprogrammed and telemetry was re-established. The patient was stable and asymptomatic.